Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system message reported did not display. The company rep reseated all circuit boards, cleaned, and lubricated the fluidics module. The system was then tested and met all product specs. No samples were returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add¿l related reports for this system. The root cause could not be determined. (B)(4).

Event description:
A nurse reported a system message displayed during a phacoemulsification procedure. The case was completed using an alternate system following a 15 minute delay. There was no pt harm.